Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
New information received notes that there was difficulty placing the lead during initial implant.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was noted that the right atrial (ra) lead exhibited failure to capture. X-ray imaging was performed and revealed a dislodgement of the ra lead. The lead was explanted. Patient was in stable condition.